Event description:
Surgical endovascular procedure using a gore viabahn vbx endoprosthesis. Stent failed in the vessel, during the deployment the balloon would not inflate and the stent perforated the proximal end of the balloon.